Event description:
It was reported that the patient's stitches opened on the left chest incision. Per the nurse of the surgeon, the patient was prescribed antibiotics after the incision opened but she said some patients just take longer for surgical incisions to close. It was indicated that the patient was fine and there was no serious injury associated with the wound. No additional relevant information has been received to date.